Event description:
It was reported that during a lap cholecystectomy procedure, on the third firing on the cystic duct, the device would not open. The device finally opened. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 11/04/2008. Information anticipated, but unavailable at this time.